Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, after more than 9 years of implantation, the pacemaker involved in this MDR report was found in standby mode on (B)(6) 2010; some rapid variations were noted on the battery impedance curve. The patient said that he was wearing a magnetic stone inside his shirt pocket in front of the pacemaker pocket. The pacemaker was reprogrammed to ddi mode and the patient was sent home. On (B)(6) 2010, the pacemaker was found again in standby mode with a battery impedance of 10ko, i.e., the elective replacement indicator was reached; therefore, the replacement procedure was scheduled. The pacemaker involved in this MDR report was returned for analysis to investigate whether the rapid increase of the internal battery impedance could be related to the magnetic stone.